Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additional information revealed that the fall was reported to not be device related and was mechanical in nature. The patient remained ongoing on the hm 3 lvas, serial number (B)(6) until the patient passed away on (B)(6) 2024 (MFR # 2916596-2024-06598). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including bleeding that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2024 for fluid overload and then discharged home on (B)(6) 2024. While the patient was walking up the stairs at home, they fell backwards and hit their head. The patient was then readmitted to the hospital for a neurology consultation. The fall was reported to not be device related and was mechanical in nature. The computerized tomography (CT) scan displayed a subarachnoid hemorrhage. Due to the hemorrhage, the patient's warfarin was held with plans to resume on 22may2024. While in the hospital, the patient experienced several low voltage alarms that were positional and thought to have been caused by an exposed wire. A system controller exchange was performed. The low voltage alarms resolved when the system controller was exchanged. The patient was deemed stable for discharge on (B)(6) 2024.